Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on (MDR #3004753838-2014-19411). The initial MDR for this report (MDR#3004753838-2014-15432) should not have been submitted.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the transmitter confirmed permanent out of range signal. A receiver (sn (B)(4), mfg date: 08/05/2013) was also returned for evaluation and there was no issue detected.